Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately ten years post filter deployment, review indicated filter to be in place. It was also noted five prongs to be extending beyond the margins of ivc. One prongs in medical aspect seems to be extending medially to the right side of the abdominal aorta. It appears that distal end of the prongs is possibly imbedded in the wall of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown snf vena cava filter allegedly tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) year old male, weight was not provided.